Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at (B)(4) joules and 11 minutes "tip broke" was noted. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure no harm to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and erased red octagonal sign and blue arrow indicator; the fiber appears blackened near the heat shrink tubing open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.